Manufacturer narrative:
Results - product performance engineering could not determine a conclusive root cause for the dislodged stent. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the hypotube and in the guide wire exit notch. There was contrast in the inflation lumen. The stent implant had dislodged from the balloon proximally and was located on the shaft. There were five struts in the first row of proximal stent struts that were bent towards the tip. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were three kinks in the hypotube 21.5 cm, 21.2 cm, and 6.5 cm distal to the strain relief tubing. The protective sheath was not returned. There was no other damage noted to the sds. The stent implant outer diameters were measured using a snap gauge and did not meet manufacturing criteria. The proximal and middle stent implant outer diameters were oversized. Product performance engineering reviewed the incident. Analysis noted blood on the hypotube and in the guide wire exit notch and contrast in the inflation lumen. This is consistent with handling and preparation of the sds. It was confirmed that the stent implant was dislodged from the balloon and was located on the proximal shaft. Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture and the balloon had not been inflated. Stent dislodgement during preparation can be influenced by improper or inadequate crimping at the time of manufacture, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, and handling of the stent during prep. The presence of contrast in the inflation lumen suggests that positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose and the outer diameters to be out of specification, as noted during the analysis. Analysis noted that fire struts in the first row of proximal stent struts that were bent towards the tip. No damage was reported during product inspection prior to use and considering the extent of the damage (flared), it is unlikely that this was a pre-existing condition as the protective sheath would not be able to fit over the stent implant. Damage to the proximal end of the stent is most consistent with occurring as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the product. The damage may have occurred during handling for shipment back to abbott vascular for evaluation. To ensure stent dislodgement and stent damage are not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. A sampling of units is destructively tested prior to release to verify stent dislodgement force. There were three kinks in the hypotube distal to the strain relief tubing. This damage was not observed during inspection prior to use and may have occurred during or after use or during handling for shipment back to abbott vascular for evaluation. To help ensure that kinks are not the result of the manufacturing process, all sds are visually inspected for damage at numerous points in the manufacturing process, including a final inspection of the device before being inserted into the dispenser coil. A definitive cause for the stent dislodgement and sds damage cannot be determined. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has caused or contributed to patient injury previously. Device issue: dislodged stent. It was reported that the stent was noted to be dislodged during preparation, prior to use. No additional event or patient information is available.